Manufacturer narrative:
H4: the device was manufactured from august 4, 2020 - august 5, 2020. H10: the actual device was received for evaluation. The returned unit did not contain fluid in the bladder because the customer had cut the tubing line. The tubing line along with the flow restrictor were not returned with the sample. For the reported condition, a functional flow test must be performed to verify the flow rate accuracy of the device. Without the tubing line and the flow restrictor, which controls the flow rate of the device, a flow test could not be performed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused after use of the device. The reporter stated that 20-30% of the solution remained in the device. The device had been filled with flucloxacillin 8g and citrate buffer in 230ml sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.